Event description:
It was reported that the tip of the instrument was broken off. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing and inspection records indicated no problems with the lots in question. Device history records researched with no abnormal findings identified. The present screwdrivers were analyzed for conformance to print specifications no abnormal findings were identified. The fractured surfaces are homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failures is not due to any manufacturing non-conformances.